Event description:
It was reported that the customer had possible irregular insulin delivery or a bolus wizard programming problem. The low reservoir alert was not working well. Customer declined assistance from the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.